Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The delivery device without the dislodged stent was received with the balloon in a preinflated state with no damage observed. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was in its pre-inflation profile indicating that the balloon has not seen any positive pressure. Partial inflation of the balloon by the user could affect stent securemnt. The surface of the balloon material exhibited evidence of pillowing between the marker bands indicating that the stent had been properly crimped. There is no evidence that the device was improperly manufactured. The mfg records for top assembly batch 6971778 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications .there are no similar complaints of this nature related to this batch number. The root cause of the stent embolism experienced during the procedure could not be determined.

Event description:
It was reported that during an intervention procedure involving a mildly calcified and highly tortuous lesion located in the mid right coronary artery (rca), the stent detached from the liberte' monorail stent delivery system. The physician placed a 4.0 x 16 mm liberte stent in the mid lesion and planned to implant the 4.00 x 8 mm liberte' monorail stent, but it failed to cross the 4.0 x 16 mm liberte stent. Upon removal, it was noticed that the stent had dislodged from the delivery device. A 7 x 4 mm snare was used to retrieve the stent. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'ok'.